Event description:
Patient reported " I have recently been advised my implant has ruptured." This is for an unknown side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported " I have recently been advised my implant has ruptured." This record is for the left side. Patient later reported "small volume peri-implant fluid" via MRI report. This is for the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, d1, d2, d4, d6a, g1, g2, g4, h4, h6.

Event description:
Patient reported left side "I have recently been advised my implant has ruptured." Device remains implanted.